Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the motor drive unit was hot to the touch and smelled like electrical smoke. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay.

Manufacturer narrative:
Internal complaint reference case (B)(4). H3, h6 the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual inspection found a discolored cable. A functional evaluation revealed a blade stall error and overheating of the housing. Further evaluation revealed the drive fork was stiff when rotated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with a mechanical component failure. Factors which can contribute to overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.